Event description:
It was reported by the parents that they noticed a decrease in their child's auditory performance on (B) (6) 2009. According to the pt no history of head trauma. Problems of outer devices were excluded. Testing was carried out which showed 6 electrode channels with status hi and two channels being involved in a short-circuit. Reference electrode impedance has increased.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.